Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation for atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon inserting the farawave catheter into the faradrive steerable sheath clear and performing a reverse blood flow around the handle, an unusual amount of air was aspirated. Despite multiple attempts to remove the air using a syringe with a lock, the issue persisted, leading the physician to conclude that the hemostatic valve was damaged. This issue occurred despite proper sheath preparation according to the instructions for use. No abnormalities were observed during preparation or use of the sheath. Bubbles were observed in the flush port of the sheath. No air was seen in the patient. The problem was resolved by exchanging the device, and the procedure was completed without any patient complications. The device is not expected to be return.